Event description:
It was reported that a 47-year old caucasian female patient underwent breast augmentation revision with a (left) 400cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed, via mammogram, with bilateral breast implant ruptures. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Section d 6b. Explantation date: august 31, 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2023, mentor received additional information indicating that during the revision surgery, the right implant was identified to be intact, but displaced. Both the right and left implant were replaced with the following devices: (left) 320cc mentor memorygel boost breast implant catalog: smpb320 lot: 9925024 sn: (B)(6) and (right) 320cc mentor memorygel boost breast implant catalog: smpb320 lot: 9888012 sn: (B)(6).

Manufacturer narrative:
On september 21, 2023, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.